Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at infusion set site event on 28-jul-2024.patient changed supplies as necessary and resumed insulin therapy. No further information was available.